Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 6 ((B)(6) 1999, (B)(6) 2002, (B)(6) 2005, (B)(6) 2007, (B)(6) 2011, (B)(6) 2015) and miscarriage (miscarriages: one in (B)(6) 2001 two in 2016, and two in 2018.). Concomitant products included ibuprofen since (B)(6) 2015 to 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain upper ("stomach pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient was found to have weight increased ("weight gain"). In 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, cystitis, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea and abdominal pain upper outcome was unknown and the genital haemorrhage, metrorrhagia, weight increased, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: dysmenorrhea, dyspareunia, apareunia, pelvic/ abdominal, back, bladder/urinary problems: bladder infect., vaginal discharge. Discrepancy noted in date of removal (B)(6) 2019 and (B)(6) 2018. Current weight 215 lbs. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: plaintiff fact sheet receive. Event added from pfs- abnormal bleeding (vaginal, menorrhagia), stomach pain, pregnancy (stillbirth or miscarriage), miscarriage, device ineffective. Outcome of event weight increased were updated. Onset date of event weight increased were updated. Medical history, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 6 ((B)(6) 1999, (B)(6) 2002, (B)(6) 2005, (B)(6) 2007, (B)(6) 2011, (B)(6) 2015) and miscarriage (miscarriages: one in (B)(6) 2001 two in 2016, and two in 2018.). Concomitant products included ibuprofen since (B)(6) 2015 to 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain upper ("stomach pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient was found to have weight increased ("weight gain"). In 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, cystitis, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea and abdominal pain upper outcome was unknown and the genital haemorrhage, metrorrhagia, weight increased, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: dysmenorrhea, dyspareunia, apareunia, pelvic/ abdominal, back, bladder/urinary problems: bladder infect., vaginal discharge. Discrepancy noted in date of removal (B)(6) 2019 and (B)(6) 2018. Current weight 215 lbs. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, cystitis, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea and weight increased outcome was unknown and the metrorrhagia and genital haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, metrorrhagia, nausea, pelvic pain, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: dysmenorrhea, dyspareunia, apareunia, pelvic/ abdominal, back, bladder/urinary problems: bladder infect., vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test(s) (unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events:dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, back pain, metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding, bladder infection, vaginal discharge, fatigue, hair loss ,dental probs., hormonal changes, nausea, weight gain. Event outcome was updated for the events: metrorrhagia and gen. Abnormal bleeding. Lab data and reporter's information was added.